Event description:
It was reported that the patient presented for routine device upgrade. Prior to the procedure episodes of noise reversion observed upon device interrogation by the device. The episodes were attributed to atrial lead noise. There were no patient consequences or interventions reported.